Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of mildly calcified bilateral common femoral arteries using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the first prostyle attempted was still attached to o-ring and came out with the device with the suture loop formed. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was noticed. The sutures of two additional prostyle devices were pre-placed. A 16f sheath was used and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.